Event description:
It was reported that there was a lead warning due to decrease in lead impedance, with 1.7% of paces after the warning being counted as low impedance (less than 200 ohms). Thresholds are reported as steady. Current impedance measurement is 223 ohms; maximum was in the 300 range. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.